Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there were 3 false positive results obtained. Confirmatory gram stain performed. There was no report of patient impact. The following information was provided by the initial reporter: customer has had 3x bactec aerobic bottles flag in their bactec fx instruments in the course of 2 days. The bottles have been collected from different wards but the batch number is the same 0288784 expiry 31/07/21 manufactured 29/10/2020. -they have performed a gram stain & cultured onto agar plates but haven't detected any organisms. -the customer is concerned as to whether we have a faulty batch of bottles. -they will check the serial numbers of the instruments & let me know if they were flagged positive from the same unit. The following bottles flagged from the following machines: - 441385 - instrument top bactec fx packaged - (B)(4) - 441386 - instrument bottom bactec fx packaged - (B)(4) - 441386 - instrument bottom bactec fx packaged - (B)(4). The serial numbers for the bottles are: (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there were 3 false positive results obtained. Confirmatory gram stain performed. There was no report of patient impact. The following information was provided by the initial reporter: customer has had 3x bactec aerobic bottles flag in their bactec fx instruments in the course of 2 days. The bottles have been collected from different wards but the batch number is the same 0288784 expiry 31/07/21 manufactured 29/10/2020. -they have performed a gram stain & cultured onto agar plates but haven't detected any organisms. -the customer is concerned as to whether we have a faulty batch of bottles. -they will check the serial numbers of the instruments & let me know if they were flagged positive from the same unit. The following bottles flagged from the following machines: - 441385 - instrument top bactec fx packaged - ft2415. - 441386 - instrument bottom bactec fx packaged - fb1448. - 441386 - instrument bottom bactec fx packaged - fb1464. The serial numbers for the bottles are: (B)(6).

Manufacturer narrative:
H.6. Investigation: customer reported plastic bottles flagging positive. Photo was received. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Blood background was performed with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed based on photo received (blood under sensor). The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. CAPA#2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. H3 other text : see h.10.